Event description:
It was reported that the patient had been hospitalized for psychosis and had throat pain. It was stated that the patient¿s pain was caused by an increase in settings. Programming history was reviewed for the patient. No programming anomalies were seen. Further attempts for information were made but have been unsuccessful to date. No additional or relevant information has been received.